Manufacturer narrative:
The device was returned to zoll medical corporation for assessment. The device underwent comprehensive testing without replicating the report. However, log review identified multiple instances of defib fault 76. Defib fault 76 arises when the device detects more energy than it anticipated for the chosen energy level. The unit attempts to safely discharge the excess energy, and if it is unable to do so within a few seconds, the unit will show this error and halt the defibrillation process for safety reasons. The pace/defib (pd) engine was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.